Event description:
A technician reported, the product's valve would not open, causing a 30 minute delay in cryopexy surgery. There was no harm to the pt.

Manufacturer narrative:
The product was not returned for analysis. Results from the complaint lot history review revealed, there have been no other complaints reported in this lot. Additional info requested and received by phone on 01/05/2011. (B)(4).